Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 1998. Subsequently, the patient was revised on (B)(6) 2012, due to instability. The femoral head and acetabular components were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The product and lot identification necessary to review manufacturing history records were not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity".